Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for evaluation.

Event description:
Consumer was removing a tampon and the tampon came apart inside her. Consumer indicated some of the pieces remained inside after removal of the tampon. This malfunction occurred on 7 separate occasions, each with a different tampon. The consumer experienced some vaginal itching, burning and discharge and has been applying monistat to the irritated vaginal area. Consumer intends to see her doctor.